Manufacturer narrative:
(B)(4). Method: the subject rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in the united states, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. The fascia of the subject device was returned to f&p nz for evaluation. Our investigation is thus based on the information provided by the f&p service technician, evaluation of the returned components, information provided by the healthcare facility, and our knowledge of the product. Result: a review of the device service report has confirmed that the needle in the manometer of the subject device was found to be jumpy. Furthermore, it was observed that the manometer failed the performance test. Additionally, the fascia component was returned for investigation. Visual inspection has revealed that the peak inspiratory pressure knob and the max pressure relief valve knob were nudged slightly. The knob traction was observed to be loose. Conclusion: the reported fault of jumpy needle was verified and attributed to a the user control being damaged. Additionally, the knob traction was observed to be loose, which may have contributed to the observed behavior. No further damage was observed with the pressure knob. The instructions for use that accompany the rd900aeu neopuff infant resuscitator state the following general warnings: - the neopuff must only be used after checking that correct pressures will be delivered to the baby.

Event description:
A healthcare facility in texas has reported that the manometer of a rd900aeu neopuff infant resuscitator's has failed the performance test, as the needle was jumpy when the pressure was set. The healthcare facility further reported that the pressure knob seemed to be damaged. There was no reported patient involvement.

Event description:
A healthcare facility in (B)(6) has reported that a rd900aeu neopuff infant resuscitator's pressure knob can be turned indefinitely and the manometer has failed the performance test. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.